Event description:
During the case, while advancing the catheter, plaque went downstream. They did eventually retrieve the plaque and salvage the case. The physician was asked by the sales manager if he was sure that after cleaning they rotated the window closed and he says yes, he did it himself.